Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station stuck on blue screen due to software issue. A technical support specialist adding a shortcut and enabling cfnapp auto login, subsequently rebooting the station, which resulted in the successful launch of the application. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system station stuck on blue screen. The customer stated that drawer failed and the machine is currently frozen on a blue screen then currently can't be remoted in on remote access agent, which cause delay in dispensing medication. There were no adverse events or injuries reported based on this event.